Event description:
Per the clinic, the patient developed tinnitus with and without device use. Subsequently, the patient was treated with steroids (type, date and duration not reported). The implanted device remains.